Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing) during suturing procedure". No report of patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be misaligned. The stapler was returned with 33 staples remaining in the cover block, indicating that at least 2 staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Dimensional inspection was performed on the anvil. The inner angle of the hook measured 90.51333 which is not within the specification of 56 8 . The outer angle of the hook measured 93.75442 which is within the specification of 90 5 . A non-conformance was previously opened to address anvil components out of specification. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple correctly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. One attempt at firing the stapler into the skin pad resulted in a fully formed staple and an unformed staple firing simultaneously. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A non-conformance was opened by the manufacturing site to further evaluate this issue. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers taken from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be misaligned. The stapler could not consistently fire staples correctly due to the misalignment of the staples. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler (staple not firing) during suturing procedure". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). Although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot number are 73c2400287 and 73d2400447. Per DHR the product visistat 35r 6/box lot # 73c2400287 was manufactured on 03/08/2024 a total of (B)(4). Lot was released on 03/26/2024. DHR investigation did not show issues related to complaint. Per DHR the product visistat 35r 6/box lot # 73d2400447 was manufactured on 04/09/2024 a total of (B)(4). Lot was released on 04/24/2024. DHR investigation did not show issues related to complaint. Other remarks: n/a, corrected data: n/a.